Event description:
Event description guidant received information that the patient with this ventricular lead reported to the clinic for a follow-up. Interrogation of the system indicated it was not capturing at 3.5 volts. The patient had an intrinsic rhythm. Next, the pacemaker was programmed to 5 volts and capture returned. The doctor suspects micro-dislodgement of the lead. The patient was sent home and will be checked again in a month.